Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that per facility the 100 ml cassettes 21-7302-24 were giving a no disposable alarm. No patient injury was reported..

Manufacturer narrative:
Other, other text: corrected data b1, corrected data: corrected data b1-product problem.